Manufacturer narrative:
Us reporting agent notified. Manufacturing site evaluation: samples received - 1 opened cassette. There are no previous complaints of this code/batch. There are no units in OEM stock. OEM analyzed the thread in the sample cassette received. The thread breaks easily as the cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it must be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received, therefore OEM cannot carry out any analysis to determine the cause of failure. Reviewed the batch manufacturing record, product had a normal process and the results during the process conform to the OEM requirements. Final conclusion: the complaint is not corresponding. Corrective/preventive actions: not applicable.

Event description:
Country of complaint:(B)(6). Thread breaking during surgery.